Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2010. It was alleged the plaintiff experienced emotional distress and the plaintiff's spouse " suffered a physical injury as a result of coming in contact with exposed mesh."

Manufacturer narrative:
(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.